Event description:
It was reported that the patient's superion implant was damaged and migrated. The patient continues to get adequate relief from the device, which remains implanted.

Manufacturer narrative:
The device was not returned to boston scientific for analysis. However, the reported allegation of the implant being damaged and migrating was confirmed. A review of the x-ray image provided by the physician revealed that the implant is dislodged and that the spindle cap has separated from the implant body due to weld failures. Therefore, the most probable cause selected is manufacturing deficiency.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of a supplemental emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8666) investigation to determine the root cause for why a supplemental emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. The device was not returned to boston scientific for analysis. However, the reported allegation of the implant being damaged and migrating was confirmed. A review of the x-ray image provided by the physician revealed that the implant is dislodged and that the spindle cap has separated from the implant body due to weld failures. Therefore, the most probable cause selected is manufacturing deficiency. An urgent medical device recall (92719474-fa) was delivered to physicians in october 2022 communicating the potential for a specific subset of superion indirect decompression system (ids) devices to exhibit spindle cap weld breaks; in the presence of compressive forces exerted on the device during implant, the weld interface between the spindle cap and main body of the device may break. The most common clinical outcome of spindle cap weld breaks is device replacement.

Event description:
It was reported that the patient's superion implant was damaged and migrated. The patient continues to get adequate relief from the device, which remains implanted.

Event description:
It was reported that the patient's superion implant was damaged and migrated. The patient continues to get adequate relief from the device, which remains implanted.